Event description:
Pt reports that she can't reset the volume to the appropriate volume reviewed procedure and pt was doing it correctly. Sent pt new pump. No other info available. Did the reported product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no. If yes, was any medical intervention provided? Please explain. Sent new pump. Is the actual device available to be returned for investigation: yes. Reported to (B)(6) by pt/caregiver. Dates of use: (B)(6) 2014 to present.